Manufacturer narrative:
(B)(4)

Event description:
It was reported that when placing the catheter, some difficulties in sliding the catheter over the guide wire were encountered. It was then difficult to remove the guide wire. The guide wire was removed, however the guide wire had separated and a piece was rested in the thigh. The surgeon removed the piece with the help of the scan.

Manufacturer narrative:
(B)(4) this complaint was entered in error, due to that it was previously entered under MDR # 1036844-2016-00120.

Event description:
It was reported that when placing the catheter, some difficulties in sliding the catheter over the guide wire were encountered. It was then difficult to remove the guide wire. The guide wire was removed, however the guide wire had separated and a piece was rested in the thigh. The surgeon removed the piece with the help of the scan.